Event description:
It was reported to tyco healthcare/kendall that a customer received a contaminated needle stick. The customer reports that a nurse was stuck by a needle protruding through the side of a plastic sharps container.